Manufacturer narrative:
(B)(4). The information related to event has been updated and provided with this report.

Event description:
The customer performed a high pressure test on their insulin pump twice and the insulin pump failed. The customer will return the damaged pump for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced hyperglycemia as well as hypoglycemia. The customer high blood glucose level was 400 mg/dl and the low blood glucose level was 35 mg/dl. Customers other relevant blood glucose values were 92 mg/dl, 500 mg/dl, 480 mg/dl, 332 mg/dl, 215 m/dl, 280mg/dl, 484 mg/dl and 347 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump and manual injection for high blood glucose level and food for low blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer alleges pump was under delivering because the pump was not delivering insulin based on the customer running five units and no insulin coming out. They performed the displacement test and it was passed. The device will not be returned for analysis.